Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient's right eye developed z-syndrome and the lens was explanted approximately 5 months post-op. The surgeon believes that the z-syndrome was not caused by the lens and will not provide any additional information. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
Additional information: model #/lot #, device manufacture date, evaluation codes, additional MFR narrative. Corrected data: (manufacturer address). The lens was returned to b+l. Visual inspection found the lens in three pieces. The optic and haptic plate were torn and one haptic arm was bent. Functional and dimensional testing cannot be performed due to the damage. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.